Event description:
Malfunction: heater line became disconnected from the bag. A customer contacted baxter's technical service center requesting assistance to end setup on the homechoice machine during use. The caregiver (cg) stated that while connecting the bags, the heater line became disconnected from the bag. The cg wanted to start over with new supplies, but was unable to open door. The technical service representative (tsr) assisted the cg with ending the setup and retrieving the cassette from door. The cg would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. The lot number is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow-up with the home patient (hp)'s nurse regarding the disconnect, the nurse stated that the hp did not remember this report. The nurse stated that his guess would be that it was a human error as it was the only time that it had happened. The nurse stated that the hp was seen in the clinic the week before and has been doing fine.

Manufacturer narrative:
(B)(4). This complaint is for a report of disconnection of a supply bag. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.